Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2021. Customer's blood glucose level was 275 mg/dl at the time of hospitalization and current 368 mg/dl. Customer feel ok to do troubleshooting. Customer was treated with insulin pump, manual injection. Customer was treated with intravenous insulin drip during hospitalization. The insulin pump will not be returned for analysis.